Event description:
(B)(4) device was provided by insurance. Wanted effective birth control, had my son while on birth control pills early 2014. Doctor who performed procedure had trouble implanting one of the devices, but said it was successful. The soreness never went away, even after I had hsg. Was told I was healed, but the pain has just worsened over time. Menstrual cycles are irregular and heavy increasingly painful.